Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver would not charge. No additional event or patient information is available. The receiver was returned for evaluation. A visual inspection was performed and there were no observations found related to the customer complaint. A global receiver functional test was performed resulting in no failures related to the customer complaint. The receiver data log was downloaded and reviewed finding hardware errors. Based on these findings the customer complaint has been confirmed making this a reportable event. Additionally, the usb power supply (charger) and the cable being used to charge the receiver were returned. A visual inspection was performed on these and both were in good condition passing cable testing. The root cause cannot be determined to be the hardware errors.